Event description:
Related to MFR report # 2183959-2012-01050. On (B)(6) 2008, the plaintiff, "underwent urethral suspension surgery for the treatment of incontinence" and was implanted with a monarc sling. It was alleged by the plaintiff's attorney that the plaintiff experienced pain and loss of urine and other problems related to her surgery. It was also indicated that the plaintiff suffered from, "erosion and extrusion of the mesh, causing severe persistent pain, nerve damage, and an inability to perform household functions and sexual relations." The plaintiff was diagnosed with "vaginal pain, dyspareunia and urination issues from the implantation." It was indicated that the plaintiff underwent a "partial revision of the monarc on (B)(6) 2010, " and had another sling product implanted. It was alleged that the plaintiff has also experienced painful physical and emotional injuries, including surgical procedures and painful scarring. The plaintiff was also "caused to suffer, did suffer and will continue to suffer from physical, emotional," injury, disability, impairment loss of enjoyment of life, inability to engage in chosen and necessary activities, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.